Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that an MRI technician reported the patient was trying to communicate with the ins to turn off or put into MRI mode, but they were getting the poor communication screen. It was noted that per the patient, they had been able to communicate with the ins but started having issues in the past 2 weeks. It was noted that the caller did suspect the ins was at end of service. Technical services redirected the caller to the national answering service (nas) for the local manufacturer representative (rep) to be paged to have the ins checked and confirmed end of service (eos). It was noted also that the patient had been admitted to hospital and needed an MRI for possible stroke (not alleged to be related to the device/therapy.) Additional information was received from the patient on (B)(6) 2021. In response to the inquiry for if the poor communication screen when the patient was trying to communicate with the ins to turn it off for MRI had been caused by nor mal battery depletion, the patient replied ¿unknown.¿ in response to the inquiry for if the cause had been determined, the patient replied ¿unknown,¿ and in response to what most likely caused or contributed to the issue, the patient replied that they had no idea what caused the malfunction; that it had performed fine since it was implanted and then stopped. In response to what steps were or would be taken to resolve the issue, the patient replied that their doctor would be scheduling a procedure to examine their device and resolve it. The patient stated that the issue was not yet resolved and that ¿yes,¿ device removal or replacement was planned however the date of the surgery had not yet been scheduled. The patient reported that the device would be returned, that they still had it implanted but it didn¿t work and that it would be removed by their doctor.